Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: five samples were returned for evaluation. Samples were pressurized leak tested for holes in tubing with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155864. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked from the tubing of 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter during blood sampling. No blood exposure to mucous membrane. No injury or medical intervention.